Event description:
The customer reported the visera pro xenon light source brightness adjustment is abnormal. The event occurred during reprocessing, prior to a diagnostic abdominal operation. A similar device was used to complete the operation and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was not confirmed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the brightness adjustment error could not be determined as the issue was not reproduced. Per the service manual the failure may have occurred due to a failure in the harness, diaphragm u, scope sensor, and main board. Olympus will continue to monitor field performance for this device.